Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was 30 mg/dl. There was change sensor alarm and troubleshooting was performed for it. The troubleshooting was not mentioned for high blood glucose. The auto mode was not active. The insulin pump will not be returned for analysis.